Event description:
It was reported that, during generator replacement surgery on (B)(6) 2014, the surgeon observed a lead fracture. It is unknown whether this fracture occurred prior to or during the procedure. Pre-operative diagnostics could not be performed due to reported end of service. The patient¿s lead was replaced but the surgeon inadvertently cut the lead. Another lead was used and the surgery ended. The explanted products and the cut lead have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The manufacturer received a medwatch submitted by the user facility.